Event description:
New information received states that the device was in back up vvi mode due to device at end of life (eol). There was no allegation of malfunction on the device.

Event description:
It was reported that when the patient presented in the clinic for routine follow up, the device was found to be in back up vvi mode. As the device was at end of life, device reset was not recommended. The physician explanted and replaced the device. The patient was stable post procedure.

Manufacturer narrative:
The implant date should have been (B)(6) 2009 rather than (B)(6) 2009.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to an error detected by the product code. The cause of the error could not be determined. After reloading the product code, the device exhibited normal device characteristics. A longevity calculation was performed based on nominal setting and found to be within expected limits.